Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system is intermittently messing with fluoro. No service has been provided and the quotation has been cancelled by the customer. So, the case has been coded and is closed. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy was not functioning properly. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.